Manufacturer narrative:
One opened/used partial sensor was inspected and sensor needle was bent inside sensor base and cannula was bent, unable to confirm if customer received the sensor in said condition.

Event description:
Customer reported having a blood glucose level of 48 mg/dl the day before the call. Customer reported receiving calibration errors and a charge sensor alert. Blood glucose level was 193 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.